Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. Analysis was unable to perform the displacement test or verify motor position encoder error alarm in alarm history screen due to motor error alarms. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 339 mg/dl. The customer states she treated for the high blood glucose level with a pump bolus. The customer sate the pump was exposed to a high magnetic field, during an MRI. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.